Event description:
The report stated that during use on a total hip arthroplasty, the insulating part of the electrode fell into the pt cavity due to a break in electrode cover. The surgeon retrieved it and the incision was closed. The procedure was completed. There was no tissue damage, no bleeding and the pt's status is reported as "ok".

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.